Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The on / off switch was replaced to resolve the issue. Patient identifier, age or date of birth, and weight: customer contact reports information not available. Legal manufacturer: (B)(4).

Event description:
The hospital reported they system shutdown 8 seconds into a case and shutdown three additional times. Patient switched to ambu bag and case resumed. There was no patient injury.